Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedance and capture threshold measurements. The physician attempted to reposition the lead, but the helix would not extend or retract normally. The rv lead was exchanged to resolve the event and the patient was stable with no adverse consequences. Information has been requested regarding the lead serial number, but has not yet been received.